Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management daily trends shows threshold increased from 0.5 v on 5mar2015 to 2.5 v or greater starting 7mar2015. (B)(4).

Event description:
It was reported that two days post implant, the patient had chest pain. Five days post implant, the right atrial lead had "pacing failure" and the output was increased. Six days post implant, the patient had a pneumothorax and echocardiography detected pericardial effusion and computerized tomography confirmed atrial perforation. Open chest surgery was performed to suture the perforation site and the reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.